Manufacturer narrative:
A ge service representative performed an onsite investigation. All the pcbs in the workstation backplane were evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system would not boot up. There is no report of death or serious injury associated with the complaint. This resulted in a loss of imaging functionality.